Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received upon receipt, no communication could be established between the device and programmer. Low battery voltage was observed. With another battery attached, device functioned normally; no high current was detected during testing and power consumption was normal. The original battery was sent to the vendor for further evaluation and no battery anomalies that could lead to internal loading were detected. The cause of the no communication could not be conclusively determined, however, it could have been due to the MRI exposure.

Event description:
It was reported that the patient had an MRI and then the device could not be interrogated. The device was explanted and replaced.